Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit failed to discharge via paddles. No patient involvement was reported.